Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that during a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was located in an unspecified coronary artery. An unspecified stent was deployed in the lesion. The 20mm x 4.0mm quantum maverick balloon catheter was advanced for post dilation of the stent. At an unspecified time during the procedure the balloon snapped whilst in the guide on the wire. The device was able to be removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `good'.

Manufacturer narrative:
A response was received from the health-care provider on 03/31/2010; however, the form was faxed with no additional information provided. The reason for explant remains unknown.

Manufacturer narrative:
(B) (4) = unsuccessful valve replacement on 05/11/2010 (through follow-up with the health-care provider via fax), additional information and the operative report was received. It was learned that the device was explanted due to an unsuccessful valve replacement, as the valve was blocking the coronary ostia. Per the operative report of (B) (6) 2009: "at this point, the aortic valve was excised and debrided back to the annulus. All the appropriate 2-0 ethibond pledged sutures were placed in the supra-annular fashion and a 25 mm pericardial magna valve was sized and all the sutures were passed through the sewing ring and the valve was seated in position, and all sutures were securely tied. The ascending aorta was then closed with a 4-0 prolene in a running continuous fashion. On closing the ascending aorta, we had noted that the one strut of the aortic valve appeared to be impinging on the right coronary appeared to overlay the right coronary ostia. In view of this finding, decision was made to explant the valve and re-implant the valve with a 10 to 20 degrees rotation to avoid any impingement upon the right coronary ostia."

Event description:
It was reported that the physician implanted a helex septal occluder to close a patent foramen ovale. Four hours post implant, the patient had cardiac tamponade. A pericardiocentesis was performed thereby resolving the tamponade. The patient is doing well.